Event description:
After the patient fell in the bathtub, the cochlear implant stopped functioning. Using the appropriate equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explanation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.